Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump had keypad anomaly. Customer stated that the act button is unresponsive. Troubleshooting for keypad anomaly was performed. Customer advised that the act, up and down buttons were all unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. The keypad traces were inspected and no anomalies were noted. The pump had minor scratches on the lcd window.